Manufacturer narrative:
The customer reported that they disconnected the display cables to change the primary and secondary screen arrangements, but when they did this the secondary screen failed to come back up. No patient harm. This cns was monitoring tele devices.

Event description:
The customer reported that they disconnected the display cables to change the primary and secondary screen arrangements, but when they did this the secondary screen failed to come back up.